Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor would not properly connect to the transmitter, and when they removed the sensor the cannula appeared to be missing. The patient panicked and went to the hospital for an x-ray, and the missing piece was not inside of their body. Another sensor from the same lot also had a missing cannula. The sensors were not returned for analysis at this time.

Manufacturer narrative:
Evaluated four opened/used partial enlite sensors and found three of four sensors with needle bent inside sensor. We were unable to confirm customer received sensors in said condition due to customer returning opened/used one of four 4 needles not return. The remaining sensors with cannula retracted inside sensor base.